Manufacturer narrative:
(B)(4). Batch # r9272z. Investigation summary. The device was returned with the tissue pad damaged, melted and 100% present. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a kidney transplant procedure, about five minutes into the procedure they noticed that the white tissue pad was peeling away from the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.